Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a esophageal dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the syringe was inflating the balloon, however the needle on the gauge remained at zero. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the needle of the gauge was at 0 and that there was media in the barrel of the device. Functional examination was carried out and it was noted that the needle of the gauge did not increase while increasing the pressure during the syringe gauge leak test. Based on the condition of the returned device, the reported failure of gauge reading inaccurate was confirmed. In the case of this complaint it is possible that the device took a knock during the procedure which damaged the internal mechanism of the gauge, thus leading to the gauge not reading correctly. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the syringe was inflating the balloon, however the needle on the gauge remained at zero. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.